Manufacturer narrative:
(B)(4). The customer indicated that the product was not returned to zimmer biomet for investigation because it was discarded. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the persona cr femoral impactor cracked during impaction. It was discovered after the case. Attempts have been made and no further information has been provided.